Event description:
It was reported by service report that the fowler cylinder was no longer supported properly, and could potentially collapse/fall-over. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: motor mounts.